Event description:
It was reported that the downstream occlusion (dso) seal was peeling off. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported problem of ¿downstream occlusion (dso) seal peeling¿ was confirmed through visual inspection. The probable cause was abnormal wear/delamination. Replaced the dso seal. The device passed all testing criteria after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.